Event description:
Could not detach coil. This patient was undergoing coil embolization within the left posterior communicating artery 5mm aneurysm. The first coil could not be detached using this dcs syringe. Prior to attempt to detach the coil, the microcatheter was in the aneurysm and coil marker was in alignment. Prior to attempt to detach it was not verified under fluoro that there was no stress against the mc or delivery tube. During attempt to deploy the coil the dcs syringe was taken to the green zone and then to the red zone. Four to five attempts to detach this coil were unsuccessful. Only the coil was removed and another three coils were detached using the same dcs syringe. There was no adverse effects to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Please note additional information will be submitted within 30 days upon receipt.